Manufacturer narrative:
One medfusion pump was received with no noticed external damage. The event history log was reviewed and there was a motor rate error. Multiple flow and occlusion tests were conducted and the reported issue was unable to be duplicated. The motor assembly was replaced as a preventative measure since the parts were over 5 years old.

Event description:
Information was received indicating that a smiths medical had a motor rate error. There was no patient involvement.